Event description:
The radiology technologist (rt) was using auto-tracking at the wall stand (ws). The rt pressed the keypad button to move the ws down, and the ws bucky moved down to the floor with the tube tracking with the ws bucky. The rt released the button, but the ws bucky continued to move down to the floor. The patient was holding on to the patient bar during the event, however the rt moved the patient away from the ws and the patient was not injured.

Manufacturer narrative:
Based upon the field engineer (fe) report, the wall stand (ws) control button was replaced a few weeks ago. However, the fe replaced the keypad, completed further evaluation of the keypad buttons to make sure they were not sticking and checked the z-axis drive mechanism. The replaced keypad was sent back to carestream in rochester, ny for analysis. A root cause investigation has been completed for this issue. The failure is related to fractured solder joints located between component leg and solder pad on the main circuit board of the ws keypad. These fractures were caused by the force of button pushes directly on the main circuit board of the keypad. Carestream plans to take corrective action to resolve this issue and report this in a plan of corrections and removals to the FDA.